Manufacturer narrative:
Date of death is estimated. Approximate age of the device is 3 years, 2 months. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was at home, the pump stopped. The patient switched the system controller; however, the pump reportedly did not start. At the advice of the perfusionist, the patient called for an ambulance and was admitted to the nearest vad center. X-rays reportedly revealed a break at the distal end of the percutaneous lead near the metal connector. Information was not provided regarding what could have caused the significant percutaneous lead damage. The patient was placed on extracorporeal circulatory support and a pump exchange was planned in one week; however, the patient expired. Additional information has been requested.

Manufacturer narrative:
No devices were received for evaluation of the reported event and the system controller log file was not provided for review. Additionally, though requested, specific information regarding the nature and cause of the reported damage to the percutaneous lead was not provided. Therefore, a root cause for the reported damage that led to the pump stopping cannot be determined. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient expired on (B)(6) 2015, approximately 8 days after the pump stopped and the patient was placed on the extracorporeal circulatory support device. The cause of death was reported to be due to hepatic and respiratory failure. Although requested, no additional information regarding the nature and cause of the damage to the percutaneous lead, or the events prior to the patient's death, was provided.